Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by stopper pullout testing and the issue relating to stopper pop off was observed. Twenty-seven (27) out of 29 retention samples failed the stopper pullout testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: after taking the sample, it's performed the mix of the tube, and the stopper pops off leading to the loss of sample. When taking the sample and re-capping the tube, when performing the agitation the stopper pops off, it's observed it doesn't have a good closure seal, that causes the requirement of puncturing the patient once again. Besides that, there was no damage as a consequence.

Manufacturer narrative:
Correction: h.10. Bd had reported in MFR # 1024879-2021-00460 that CAPA # 1875009 had been opened to address the issue. This was the incorrect reference #. Refer to CAPA pr # 3741863 for complete documentation and action plans.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: after taking the sample, it's performed the mix of the tube, and the stopper pops off leading to the loss of sample. When taking the sample and re-capping the tube, when performing the agitation the stopper pops off, it's observed it doesn't have a good closure seal, that causes the requirement of puncturing the patient once again. Besides that, there was no damage as a consequence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: after taking the sample, it's performed the mix of the tube, and the stopper pops off leading to the loss of sample. When taking the sample and re-capping the tube, when performing the agitation the stopper pops off, it's observed it doesn't have a good closure seal, that causes the requirement of puncturing the patient once again. Besides that, there was no damage as a consequence.